Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 10.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately at the proximal edge of the proximal transition. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. During preparation of a 10.0 x40, 75cm gladiator elite balloon catheter, it was noted that the balloon ruptured. The device was not used and the procedure was completed with a different device. No patient complications nor injuries were reported.